Event description:
The hinged top of the as2000 dental assistant cart does not lock in the upright position once the top has been opened. The top is held in the upright position by a metal strap; balancing itself with a slight incline towards the back of the cart. The slightest movement of the cart, which is on wheels, causes the top to crash down. The top is very heavy and must be opened frequently to replace a disposable amalgam trap. An employee has been injured by the cart.